Event description:
Litigation alleges that patient experienced hip pain, a loud scraping sensation in the hip joint, and worsening clicking and catching in his hip, especially when exercising or getting up from a seated position. Patient had difficulty walking and very elevated levels of chromium and cobalt in his blood. Additionally, it is alleged that his revision surgery revealed grayish fluid in the hip joint, and grayish material throughout the soft tissues evidenced metallosis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.